Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extremely stretched in an extended position and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The implanting physician complained he was unable to extend the helix despite reaching the recommended number of turns. However, the helix was found extended once the lead was removed. A new ra lead was implanted prior to pocket closure. No adverse patient effects were reported.